Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site. The patient faced rashes and infection on the cannula site and was prescribed antibiotics. Patient experienced stress, psychosis, hallucinations, fogginess, headache , whole body shake, manic attack and low blood sugar at the time of the event. No further information available.